Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a bowel procedure. The stapler would not staple properly in the case, not forming correctly. Another device was used to complete the case. There was no consequence to the pt.